Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had cervical lead explanted due to infection. The physician diagnosed the infection while removing the patient¿s staples on (B)(6) 2018. The physician cut the lead as she did not have a port plug. Proximal end is still inserted into the ipg the patient is not taking antibiotics.

Event description:
Follow-up information provided the patient is on IV antibiotics and oral antibiotics twice a day. The incision site looks good.